Event description:
Reporter alleged obtaining a discrepant blood glucose value of 343 mg/dl back to back with a result of 134 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that at a different time on another day, a result of 255 mg/dl was obtained back with a result of 124 mg/dl within 10 minutes on the same system. Reporter stated she took insulin after both sets of comparisons based on the lowest result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.